Event description:
Reportedly, during a scheduled the physician noticed low v impedance.

Event description:
Reportedly, during a scheduled the physician noticed low v impedance.

Manufacturer narrative:
Devices history reports (DHR) analysis show that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Some episodes recorded in the device memory showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. The episodes showing ventricular oversensing were all recorded on (B)(6) 2024. The origin of these non-physiological signals and noise/artifacts are unknown. As the lead remains implanted and based on available data the issue could be located at lead level but cannot be confirmed with certainty. A reintervention is recommended at this time; however, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up (refer to the recommendation below). This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.